Manufacturer narrative:
Date of birth: only that patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced a missing component. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: unknown. Staff nurse was priming IV tubing with propofol for routine change before defect was noted. When fluid got to the end, nurse noticed there was an injection port in place of a patient connector.